Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that during an unspecified spinal surgery at l4-l5; the implant looked broke due to the marker. No fragments from the cage were left in the patient and it was in a good position.